Event description:
The device is not expected to be returned. The user facility reported to the distributor that when the catheter was inserted and pulled a little bit, the catheter was hooked and cut by the outer cylinder. The surgeon replaced the cut catheter with another new nl850-8330. The surgeon suspected that the catheter is easily hooked by the outer cylinder. The surgeon is requesting immediate comments to the cause of the incident and for an improvment plan of nl850-8330. The catheter was used on a patient with no infectious disease.